Event description:
Philips received a complaint on the efficia dfm100 defibrillator monitor indicating paddles not working. There was no patient involvement. The rse (remote service engineer) confirmed by contacted customer, 8 years old paddle has physically broken. The rse suggested customer to procure the new paddles. The engineer provided their analysis findings. The customer will order the new paddles. The investigation concludes that no further action is required at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.